Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated and customer complaint was confirmed via in-vivo dms data. The sensor however did not communicate during in-vitro qc test potentially due to damage to asic chip.